Manufacturer narrative:
Concomitant medical products: dtpb2qq crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also had loss of capture after the patient was externally defibrillated when shock failed to convert a ventricular fibrillation (vf) episode. It was further noted that the rv oversensing, low r-waves and previously had an alert for rv pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.